Manufacturer narrative:
Integra has completed their internal investigation on 12jan2017. The investigation included: methods: -evaluation of actual device, -review of device history records, -review of complaint history. Results: evaluation of device: complaint confirmed, though failure occurred with 437a2409 assembly from 40a1079 base unit assy. Unit cleaned per protocol. The returned unit (a2114) it has passed all specific functional testing requirements, knob was broke off of the 437a2409 that was received with unit. Device history record reviewed for product ID a2114 lot code xr150925 manufactured on 01/29/16 show no abnormalities related to the reported failure. A total of (B)(4) devices were manufactured on this lot and all passed the required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback in trackwise for this reported failure and or related to "broke " for product ID;s a2600r and a2114 shows that 3 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: according to the technician the root cause is difficult to determine. We could not say why the screw is broken. Maybe it is normal wear and tear.

Event description:
This is the second of two reports (same user facility, same product ID, same incident date, same product problem). Linked to mfg report: 3004608878-2016-00352. On (B)(6) 2016, a patient was positioned in the a2114 mayfield infinity xr2 skull clamp and prepped for surgery. After the positioning was complete, the surgeon noticed movement in the patient's head. Further inspection revealed that the standard knob assembly had broken and a portion of the broken knob was stuck in the skull clamp. The xr2 system was removed and another patient stabilization system was used. There was no patient injury but the incident led to a 45 minute delay in surgery.